Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. An engineering x-ray review was performed. Complaint does not identify which knee was subject to avascular necrosis and revision. The right knee shows areas of lower radiolucent density under the medial and lateral edges of the tibial implant. X-ray view does not allow for analysis of implant positioning, but no malpositioning is obvious. Cannot provide insight into root cause of the necrosis; data is insufficient. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Reason for revision: surgeon stated "patient had avascular necrosis of medial tibial condyle".